Event description:
It was reported when using the bd tube sst plh 13x100 5.0 plbl gold blood tube stopper are popping off in centrifuge and transportation. The following information was provided by the initial reporter. The customer stated: customer reports stoppers are popping off in centrifuge and also during transportation.

Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Manufacturer narrative:
H.6. Investigation summary: bd had not received samples or photos for investigation. Therefore, two hundred (B)(4) retention samples from bd inventory were evaluated by visual examination and no issues were observed relating to stopper pop off as all samples met specifications. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality issues during manufacturing of the product. This complaint is unable to be confirmed for the indicated failure mode stopper pop off. Bd was not able to identify a root cause for the indicated failure mode.

Event description:
It was reported when using the bd tube sst plh 13x100 5.0 plbl gold blood tube stopper are popping off in centrifuge and transportation. The following information was provided by the initial reporter. The customer stated: ¿customer reports stoppers are popping off in centrifuge and also during transportation.¿.